Manufacturer narrative:
[(B)(4); lot #294213.]

Event description:
One (1) endotine failed to seat properly and had to be removed. A second surgery was required the same day which was (B)(6) 2017. There was no patient injury.

Manufacturer narrative:
On november 21, 2019, a request was made by vijai jaladhi of the FDA medwatch program that the initial MDR for MDR# 2020601-2017-00004 be re-submitted, as it was not received by FDA cdrh on february 16, 2017 when it was initially submitted by microaire (note: microaire does have a receipt from cdrh indicating that this document was received on february 16, 2017). This document is a recreation of the aforementioned initial MDR, as possible and as applicable. For additional information, see MDR# 2020601-2017-00004 follow-up #1 which contains details of product evaluation and which was received by FDA cdrh on june 1, 2017.

Event description:
One (1) endotine failed to seat properly and had to be removed. A second surgery was required the same day which was (B)(6) 2017. There was no patient injury.